Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) however resistance was met getting to the lesion through the left femoral artery. The 8.0x20mm armada 35 balloon dilatation catheter was used in an attempt to dilate the artery however the balloon ruptured at 14 atmospheres (atm) during the first inflation. The procedure was completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.